Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9730752, serial/lot #: unk. Product ID: 9735225, serial/lot #: unk. A representative went to the site to preform a system check out. It was reported that when system turns on the screen displays ¿no signal¿ and will not load software. They replaced the computer and the system was operational. The returned computer was analyzed and it was noted that they were able to confirm the reported issue. Initially, they had to use the reset switch to start the computer. The bios is set to jan 01, 2007. The computer had a dead battery. Cable adapter has not been returned, because it was not replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was booting to "no signal" on the main cart monitor and the surgeon monitor was black. This occurred prior to a procedure. There was no patient involved. Additional information was received. It was reported that it was thought that the computer was not powering on. Probable cause was noted that the computer has died but they have not been able to check it out in person to confirm due to not getting a purchasing order yet.